Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they experienced iop test failure and failed battery test. The customer's blood glucose reading was unknown. The customer stated that the pump went blank and they changed the battery. The customer received bad battery alarms after battery change. The customer was assisted with self-test and it passed. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump was monitored and tested with no failed battery test, blank display, bad battery alert and iop test failure at 10:01 am alarm noted.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is jan 19, 2017.